Manufacturer narrative:
Based on investigation, an incorrectly configured rule at the dl2000 was discovered: a) the actual vanc result generated by the instrument was "<30ug/ml". Because the result contained a "<" symbol, the data stream uploaded from the instrument included an "lt" (less than) flag. B) the rule, at the dl2000, was configured to change any result that contained "lt" flag to a "<3.5" value. The rule has been corrected at the dl2000. The incorrectly configured rule is the root cause for this event.

Event description:
A customer reported to beckman coulter inc. (Bci), that the datalink2000 data manager (dl2000) incorrectly reported vancomycin (vanc) result to the lab info system (lis). A pt sample was tested for vanc and a result of "<3.5ug/ml" was reported to the lis. The result was released out of the lab. The sample was re-tested for vanc and the repeated result was 31ug/ml. A corrected report has been issued before the physician received the "<3.5ug/ml" result. Pt treatment was not initiated or witheld based upon the false low vanc result.